Event description:
When the plcr60b reload was fired via an i60 stapler in a sleeve gastrectomy procedure, it was observed that the device cut, but did not staple. Another device was used to complete the procedure. The patient's health was not adversely affected by the event.

Manufacturer narrative:
The device was not returned for evaluation. The i60 was returned and evaluated. Performance testing indicates that the device produces acceptable staple formation and transection. The cause could not be determined.